Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon was about to place the stabilizer feet on the target vessel and while adjusting the tri slot on the acrobat-I stabilizer, it came apart. The tri-slot socket came apart from the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch.